Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touchscreen was cracked and was intermittently unresponsive, pump time "kept resetting", and pump did not deliver insulin properly causing blood glucose (bg) to fluctuate (high/low bg values not provided). Contact declined follow up from tandem technical support to troubleshoot; contact did not provide further information.